Event description:
A 41-year-old male with an unknown medical history underwent percutaneous implantation of an impella cp device via the left femoral artery for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. During vascular access management, the physician performed pre-closure using perclose devices. One perclose device was successfully deployed; however, the second perclose device became stuck. The initial arterial access was noted to be in the profunda femoris artery. Imaging demonstrated vascular perforation with contrast extravasation in the groin. Balloon tamponade was attempted via contralateral access, followed by placement of two covered stents in the profunda femoris artery just distal to the bifurcation. A vascular surgeon was consulted for evaluation, and the access site was stabilized. A hematoma subsequently developed, and one unit of packed red blood cells was transfused based on observed blood loss and hemodynamic assessment. The impella sheaths were not utilized in the right common femoral artery, and the medical team elected to obtain device access via the left common femoral artery. Additional information indicated that best practices outlined in the impella instructions for use were not followed during the transition between the 14 fr sheath and the repositioning sheath. Specifically, the blue suture hub was inserted into the arteriotomy to the first ring, the sheath was peeled away while still within the groin, and recommended suture management techniques were not utilized. Contributing factors included the patient¿s concurrent use of antiplatelet and anticoagulant therapies, including aggrastat, brilinta, heparin, and aspirin. The patient remained on impella support and was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Explant date was provided therefore d6b was updated. B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hematoma at the access site was reported to be most likely use-related, as mentioned in the clinical report, where the sheath was peeled away while still in the groin and sutures were not placed according to best practice including blue butterfly placed inside the arteriotomy site. Vessel perforation / patient device interaction problem/major bleed: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
Correction : the problem code was added to this report which was inadvertently left out of the initial report. The device was explanted and discarded , explant date is unknown.